Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/sides"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin xl) since 2013, dicycloverine hydrochloride (bentyl) since 2016, escitalopram oxalate since 2017, levothyroxine sodium (levothyrox) since 2012 and omeprazole since 2013. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), mood swings ("mood swings"), abdominal distension ("bloating/bloating"), migraine ("migraine headaches/ migraines/ headaches"), alopecia ("hair loss"), rash ("rashes on leg and abdomen/ leg and chest rash"), weight fluctuation ("weight fluctuation/weight gain/loss"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection : frequent utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("blurry vision"), gastrooesophageal reflux disease ("gerd") and irritable bowel syndrome ("ibs"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("complex cyst on left ovary"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), abdominal pain ("severe abdominal pain / abdominal cramping/"), back pain ("severe back pain/ back side pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), pruritus ("itching on legs and abdomen"), depression ("depression") and vaginal infection ("vaginal infections"). The patient was treated with topiramate (topamax), omeprazole (prilosec), levothyroxine sodium (synthroid), clotrimazole, surgery (on (B)(6) 2016, bilateral salpingectomy. Oophorectomy one side remove and dilatation and currettage and lysis of adhesion on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, dysgeusia, loss of libido, dyspareunia, migraine, alopecia, rash, pruritus, weight fluctuation, fatigue, depression, vaginal discharge and vaginal infection was resolving, the menorrhagia, vaginal haemorrhage, mood swings and abdominal distension had resolved, the ovarian cyst, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder and vision blurred outcome was unknown and the gastrooesophageal reflux disease and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics and concomitant medications added. Mood swings, bloating, abnormal bleeding (vaginal), infection: frequent utis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blurry vision, ibs/gerd were added. Lab data and treatment medications added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/sides"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia and pelvic adhesions. Concomitant products included () since 2013, dicycloverine hydrochloride (bentyl) since 2016, escitalopram oxalate since 2017, levothyroxine sodium (levothyrox) since 2012 and omeprazole since 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), mood swings ("mood swings"), migraine ("migraine headaches/ migraines/ headaches"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), urinary tract infection ("infection : frequent utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("headache"). In 2010, the patient experienced abdominal distension ("bloating/bloating/hormonal changes:bloating"), rash ("rashes on leg and abdomen/ leg and chest rash"), weight fluctuation ("weight fluctuation/weight gain/loss"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gerd"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("complex cyst on left ovary"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), abdominal pain ("severe abdominal pain / abdominal cramping/"), back pain ("severe back pain/ back side pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), pruritus ("itching on legs and abdomen") and depression ("depression"). The patient was treated with clotrimazole, levothyroxine sodium (synthroid), omeprazole (prilosec), topiramate (topamax) and surgery (dilatation and curettage and lysis of adhesion on (B)(6) 2015 and on (B)(6) 2016, bilateral salpingectomy, oophorectomy, d&c, lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, abdominal pain lower, mood swings and abdominal distension had resolved, the allergy to metals, dysmenorrhoea, dysgeusia, loss of libido, dyspareunia, migraine, alopecia, rash, pruritus, weight fluctuation, fatigue, depression, vaginal discharge and vaginal infection was resolving, the ovarian cyst, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, vision blurred, weight increased and headache outcome was unknown and the gastrooesophageal reflux disease and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2016, surgical pathology report showed left essure, left fallopian tube, right essure, right fallopian tube, left ovarian biopsy clinical information- pre & post op diagnosis- patient desires removal of essure; ovarian cystic mass interpretation- a-left essure, wire spring essure. Gross only. B & d- left & right uterine tubes, partial excisions. Full cross sections of uterine tubes with paratubal cysts. C- right essure, wire spring essure. Gross only. E-left ovarian biopsy- benign ovarian stromal tissue with no specific pathologic findings. Microscopic examination: b&d. Sections show full cross sections of uterine tubes with several paratubal cysts identified. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, alopecia, abdominal distention, back pain. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received : outcome of the event pelvic pain,abdominal pain,back pain,lower abdominal pain was changed from recovering/resolving to recovered/resolved. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/sides"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin xl) since 2013, dicycloverine hydrochloride (bentyl) since 2016, escitalopram oxalate since 2017, levothyroxine sodium (levothyrox) since 2012 and omeprazole since 2013. In (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), mood swings ("mood swings"), migraine ("migraine headaches/ migraines/ headaches"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), urinary tract infection ("infection : frequent utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("headache"). In 2010, the patient experienced abdominal distension ("bloating/bloating"), rash ("rashes on leg and abdomen/ leg and chest rash"), weight fluctuation ("weight fluctuation/weight gain/loss"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs") and weight increased ("weight gain"). In (B)(6)2014, the patient experienced gastrooesophageal reflux disease ("gerd"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("complex cyst on left ovary"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), abdominal pain ("severe abdominal pain / abdominal cramping/"), back pain ("severe back pain/ back side pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), pruritus ("itching on legs and abdomen") and depression ("depression"). The patient was treated with topiramate (topamax), omeprazole (prilosec), levothyroxine sodium (synthroid), clotrimazole, surgery (on (B)(6)2016, bilateral salpingectomy, oophorectomy, d&c, lysis of adhesion), surgery (dilatation and currettage and lysis of adhesion on (B)(6)2015) and surgery (dilatation and currettage and lysis of adhesion on (B)(6)2015). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, dysgeusia, loss of libido, dyspareunia, migraine, alopecia, rash, pruritus, weight fluctuation, fatigue, depression, vaginal discharge and vaginal infection was resolving, the menorrhagia, vaginal haemorrhage, mood swings and abdominal distension had resolved, the ovarian cyst, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, vision blurred, weight increased and headache outcome was unknown and the gastrooesophageal reflux disease and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2008: confirming full occlusion of fallopian tubes on (B)(6)2016, surgical pathology report showed left essure, left fallopian tube, right essure, right fallopian tube, left ovarian biopsy clinical information- pre & post op diagnosis- patient desires removal of essure; ovarian cystic mass interpretation- a-left essure, wire spring essure. Gross only. B & d- left & right uterine tubes, partial excisions. Full cross sections of uterine tubes with paratubal cysts. C- right essure, wire spring essure. Gross only. E-left ovarian biopsy- benign ovarian stromal tissue with no specific pathologic findings. Microscopic examination: b&d. Sections show full cross sections of uterine tubes with several paratubal cysts identified. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, alopecia, abdominal distention, back pain. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received. Event headache and weight gain was added. Event onset date was updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("abdominal cramping"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("allergy to nickel"), alopecia ("hair loss"), rash ("rashes on leg and abdomen"), pruritus ("itching on egs and abdomen"), headache ("headaches"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue"), depression ("depression"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). The patient was treated with surgery (bilateral salpingectomy and ovarian biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain, abdominal pain lower, dysgeusia, loss of libido, abdominal distension, dyspareunia, migraine, allergy to metals, alopecia, rash, pruritus, headache, weight fluctuation, fatigue, depression, vaginal discharge and vaginal infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.